Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a piece of white septum in multiple syringes. Blood glucose level was 120 mg/dl. Multiple syringe needle changes and multiple cartridge changes were performed resolving the issue.